Manufacturer narrative:
Customer technical support (cts) was told by the customer that all the diluent filters (fls3 and fs4) were replaced, resolving the leak. Field service was not dispatched for this event. It is unknown whether the customer changed the diluent filters at the specified interval per instrument labeling. (B)(6).

Event description:
The customer reported a fluid leak of unspecified volume from overflowing baths in a coulter ac t diff 2 analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.